Event description:
It was reported that balloon rupture and stent apposition failure occurred. The severely stenosed target lesion was located in the subclavian artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. During the procedure, the balloon failed to expand due to severe stenosis resulting in the failure of the stent to appose the vessel wall. It was noted that the balloon ruptured and was removed. The stent was surgically removed, and surgical fix of the vessel/graft was performed. The procedure was completed. No complications were reported, and the patient was fully recovered.